Event description:
It was reported in the study that several leads were also explanted due infections. The suspected causes of the infection were not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported in an article that the patient exhibited a hemothorax following an unspecified lead extraction procedure for an unspecified electrical failure. The hemothorax was treated with a chest tube placement. No further information was available.